Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed due to corrosion of the plug unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue was leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited noisy image. The event occurred during inspection prior to use. There were no reports of patient involvement.